Event description:
Related manufacturer reference number: 2017865-2024-42439. Related manufacturer reference number: 2017865-2024-42440. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The device was returned due to the patient's death. Electrical, longevity, and visual analysis was normal with no anomalies found.